Event description:
The loaner system 5 reciprocating saw was sent for service and it continued to run on its own after the trigger was released during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.